Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial ingrowth in the right eye (od) at the 8-day post op exam. A brief description from the surgery center discovered epithelial cells under the flap. The flap was lifted and scraped to remove the epithelial ingrowth. It was noted the symptoms have resolved. Pre-op best corrected visual acuity (bcva) from (B)(6) 2018: right eye (od) pre-op 20/20 -5.00 x -.75 x 170, left eye (os) pre-op 20/20 -4.75 x -.50 x 175. Post-op bcva from (B)(6) 2018: right eye (od) post-op 20/15 .00 x .00 x 90, left eye (os) post-op 20/15 .00 x .00 x 90.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.